Event description:
ER patient with unanticipated death while awaiting admission to inpatient telemetry unit. Last seen in good condition. Staff walked by room approximately 30-45 minutes later. The central monitor may have shown "off monitor" and there was no audible or visual alarm approximately 5-6 minutes later. The patient was found 30 minutes later. A code was initated and the patient then expired.